Event description:
This is a spontaneous report by a consumer in the USA with supplemental information from a nurse of death of a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) and dianeal pd4 ultrabag (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, it was reported that the patient passed away. The cause of death was not reported. Dianeal therapies were ongoing until the time of death. It was not reported whether an autopsy was performed. Medical history and concomitant medications were not reported. An opinion of causality was not reported. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). The homechoice device was returned and no iipv (increased intra-peritoneal volume) events were found during the event history log review. No failure or malfunction were identified that could have caused or contributed to the home patient passing away. A two (2) year review of the service history for homechoice showed that the device was not previously returned for any prior servicing. No allegation was stated against any baxter product. The reported issue was not confirmed. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been received by the baxter product analysis lab for evaluation. Upon completion of the evaluation, or if additional information is received, a follow up report will be submitted.